Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Provided information states the pt fell and moved the talar component. The parts have been implanted for almost 12 years; it would not be unreasonable to expect poly material wear after approx 12 years implanted. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt fell and moved talar component, polyethylene wear of liner noted.